Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. (B)(4).

Event description:
Complete report has not been rec'd by complainant to date. A brief description of the problem was noted on hospitals internal report # (B)(4) as noted: "catheter placed in pat and when flushed w/saline the with saline the saline sprang like a hydrant from one point in the catheter". Also noted: the affect on pt was none. Add'l info regarding the adverse event has been requested to (B)(6) hosp.